Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that there was a incomplete flap and the surgeon said there was a bubble at the uncut area in left eye of the patient during lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the system was regularly serviced and was successfully verified at the latest instance of the preventive maintenance where it was confirmed that the system met specifications as per service and installation record. The review of logfile for the day of treatment showed all system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows four successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The user operated not within the recommended canal settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. Per the logfile review outlined above, the flap thickness as well as the canal dimensions were set outside of the recommended range. Fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. Contributing factors are the age of the patient, docking technique, dimensions of the channel where gas can escape, corneal scarring. The root cause could not be determined conclusively. However, there is no indication of a device malfunction. The manufacturer internal reference number is: (B)(4).